Manufacturer narrative:
B3 date of event - aware date used as event date is unknown. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted. D4: model number was not reported and is unknown even after good faith efforts were exhausted. D4: lot number was not reported and is unknown even after good faith efforts were exhausted. D4: catalog number was not reported and is unknown even after good faith efforts were exhausted. D4: expiration number was not reported and is unknown even after good faith efforts were exhausted. D4: unique identifier (UDI) was not reported and is unknown even after good faith efforts were exhausted. D6a: implant date was not reported and is unknown even after good faith efforts were exhausted.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that the patient had low blood pressure and was bradycardic. It was reported via social media that the patient underwent a left atrial appendage (laa) closure procedure the procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Post procedure the patient became hypotensive and bradycardic. The symptoms lasted a few hours before they were all improved. The patient has since been discharged from the hospital.